Event description:
The customer reported that the pacer function rate and output soft keys work intermittently. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.